Event description:
It was reported that the user experienced recurrent nocturnal low glucose readings around 3 a.m., with documented values as low as 39 mg/dl, and managed these by drinking small amounts of soda, intermittently disconnecting the ilet for extended periods, and announcing false meals to correct post-disconnection highs. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included fluctuating glucose with rebound hyperglycemia after treating while disconnected and with false meal announcements. Investigation included review of synced device reports and user-reported behaviors. Investigation of this case revealed device performance consistent with expected function, with maladaptive use patterns such as pausing or disconnecting insulin delivery during impending lows, treating while disconnected, and using meal announcements for correction contributing to both lows and highs. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and inadequate training, and additional education was assigned.

Manufacturer narrative:
Initial